Manufacturer narrative:
MDR (B)(4) / initial 7 of 8 e1: name: tandem country: united states of america street address: 11045 roselle street city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
Patient reported eight infusion set fell off during use occurred on (B)(6) 2026. Infusion was in use for 3 hours each. No further information available.